Event description:
Additional information received from the reporter on 12/23/2020 for report mw5093901. Caller reports she had mentor tissue expander implanted in her right breast on (B)(6) 2020. The doctor inflated the expander with 20cc of fluid. Caller alleges the procedure risks and pertinent information about the device were not provided to her and not only did she experience anxiety and stress during the procedure; she had to stay there for about 5-6 hours. She advised that all sensation in the right breast has been lost and she experiences tightness in that area, discomfort, swelling and excruciating pain. She has been to the emergency room on numerous occasions and alleges nothing was done to help with the pain. She is currently taking phenergan to help her sleep. She reports this has affected her abilities to perform activities of daily living and she can not even carry groceries out of her car. She feels her muscles are sore and torn apart. Caller believes the device is defective and has a deflation problem. She alleges when the surgeon tried to deflated the expander only the bottom part deflated and fluid accumulated in the middle part. She states the device does not deflate like a balloon and fluid is still retained in the tissue. She reports the pain is still ongoing and nothing helps with her pain.

Event description:
Additional information received from the reporter on 06/02/2020 for report mw5093901. In (B)(6) reporter states that she had infection and was hospitalized the entire month. She was told there was no room for expansion she would need adm and it was not available. In (B)(6) 2020 the expander begain to form a v shape and poke through her skin. She was unable to have it removed due to stay at home order and no elective surgeries because of covid-19. She then developed a non healing hole and infection where the expander extended thru her skin. She reports that the doctor told her that she had "no tissue reinforcement." On (B)(6) 2020 she was able to have the expander explanted. "How did this happen to me? FDA needs to do something to protect women. With no nurse present the doctor had me sign consent forms. I guess you really just don't know what you are going to get when you have this type of surgeries."

Event description:
Reporter stated that she received a tissue expander after a mastectomy on (B)(6) 2019. She alleged that she was not provided any assistance after discharge and was sent home with a hematoma. Within a few days she had blue and purple swelling on her entire chest area. She went back for a f/u and was seen bu and pa and not the dr. She was told that she would need to "clean up the edges and drain blood from the site". She stated that they completely opened her up and removed 2.5in of skin. She reported that it was as if she had 2 surgeries in 4 days. Three months later, she went to a different dr and was told that she had a seroma and it needed to be drained. She stated that her incision would not heal, she has had "a lot of complications" and has wasted a lot of money. She insisted that these tissue expanders are not made correctly to fit the human body and that the FDA "should do something about it."